Manufacturer narrative:
Additional product component: model number / catalog number: 72400024 and 72404127, serial number: null and null, batch / lot number: 931923009 and 931981003, model / catalog description: balloon fgs 61-70 cm and control pump fgs iz.

Event description:
It was reported that the patient experienced device malfunction with an artificial urinary sphincter (aus). The device remains implanted and active. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Additional product component: model number/catalog number: 72400024 and 72404127. Serial number: null and null. Batch/lot number: 931923009 and 931981003. Model/catalog description: balloon fgs 61-70 cm and control pump fgs iz.

Event description:
It was reported that the patient experienced device malfunction with an artificial urinary sphincter (aus). The device remains implanted and active. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the patient experienced pump sticking.